Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The engineer confirmed that fluid was leaking from the bottom of the instrument. The fse found that the tubing at pinch valve 4 (hemoglobin bath drain) was disconnected. The fse reconnected the tubing which resolved the leak. (B)(4).

Event description:
The customer reported there was a leak of fluid in the lower portion of the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment at the time of the event. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated; accordingly, there were no changes to the patients care or treatment. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.